Manufacturer narrative:
Low or blocked pump flow/placement signal issue: the cause of the low pump flow and placement signal issues was unable to be determined as no product was returned for analysis to confirm possibilities from observed data log abnormalities and provide definitive cause.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report.

Event description:
The user facility reported that the impella rp placement signal not reliable alarm was active and then sensor failed. Flows decreased to 1.1 lpm on p6. Position was confirmed and volume status was good. Anticoagulants therapeutic throughout time of rp support. The rp was explanted, and the patient was supported with centrimag.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.